Event description:
It was reported that during testing conducted by a field service technician, the drill attachment over-heated. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device is not available to stryker for eval. Hence the failure mode for this complaint cannot be identified. Potential causes for this failure referring to previous complaints similar in nature are presence of corrosion throughout the device, worn bearings or presence of debris or fibres within the device.